Manufacturer narrative:
Follow-up #1: date of submission 04-jan-2018 device evaluation: the pump has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: a review of the pump black box data verified an unexplained cs 64 motor encoder alarm on (B)(6) 2017 at 03:17 am; the voltage was noted to have dropped prior to the alarm. The pump was powered back on after the motor alarm at 05:03 am. During testing, the pump electrical current draws were found to be within specification; no evidence of moisture was observed in battery compartment or internally. The power flex and components were inspected with no defects found. The pump was opened and no damage was observed to power circuit. The pump was successfully run on a 24-hour basal program with no reboots, power loss, cs 064 alarms or overheating occurring. The complaint of overheating was not able to be duplicated or confirmed during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.